Event description:
The lead was later returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the attempted implant of this lead, initial measurements via the pacing system analyzer (psa) were noted to be good. Then the lead became dislodged and was subsequently repositioned. Then the lead was connected to the device and high out of range impedances of greater than 2,000 ohms and non- pacing were observed. The lead was therefore explanted and replaced.